Event description:
Complainant alleged that during inspection of the device "defib fault 72" appeared when attempting to charge defib. Also there is no power up with battery power. Complainant indicated that there was no patient involvement in the reported malfunction.